Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010. The patient was implanted on the contralateral side on (B)(6), 2011. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient underwent revision surgery due to developing necrosis of the skin flap due to wearing a tight fitting helmet. The implanted device remains.